Manufacturer narrative:
Investigation:customer returned (19) loose 3/10cc, 8mm syringes. Customer states that liquid is seen up to 2 units inside the barrel and the plunger was pushed all the way to the top when she normally sees it resting on 2 units. All returned syringes were examined and all plunger rods were observed to be placed between the 0-2 unit markings, which falls within specifications. Also, no liquid or any other foreign matter was observed in any of the samples. A review of the device history record was completed for batch# 8015997. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were three (3) notifications [(B)(4)] noted that did not pertain to the complaint. Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It has been reported that the syringe 0.3ml 8mm 90 bx 450 mo has been found experiencing seven occurrences of containing foreign matter during use. The following has been provided by the initial reporter: it was reported that liquid is seen up to 2 units inside the barrel. Verbatim: consumer reported she sees liquid up to 2 units inside the barrel. Incident date-unknown; occurence-7. Sample available. Item#328291; lot# 8015997 c; expiration date- 01-31-2023.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the syringe 0.3 ml 8 mm 90 bx 450 mo has been found experiencing seven occurrences of containing foreign matter during use. The following has been provided by the initial reporter: it was reported that liquid is seen up to 2 units inside the barrel. Verbatim: consumer reported she sees liquid up to 2 units inside the barrel. Incident date-unknown; occurence-7. Sample available. Item#328291; lot# 8015997 c; expiration date- 01-31-2023.